Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microfine¿ + pen injector needle was broken in the center. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle. The patients reported that the needle was found to have been broken in the middle. No information on the side (pe or npe) of a broken needle was provided in the initial report."

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported that the bd microfine¿ + pen injector needle was broken in the center. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle. The patients reported that the needle was found to have been broken in the middle. No information on the side (pe or npe) of a broken needle was provided in the initial report."